Manufacturer narrative:
The manufacturing location for this product is rr donnelley. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number.

Event description:
It was reported while using bd bbl¿ 10% potassium hydroxide reagent droppers that a healthcare worker received a cut on their left pointer finger. When the ampule was broken for use, the glass protruded through the device and punctured the skin. Medical intervention was not required, and no further health impact was reported.

Event description:
It was reported while using bd bbl¿ 10% potassium hydroxide reagent droppers that a healthcare worker received a cut on their left pointer finger. When the ampule was broken for use, the glass protruded through the device and punctured the skin. Medical intervention was not required, and no further health impact was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of broken glass ampule. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.